Manufacturer narrative:
In 2009, a superdimension sales rep stopped at the site to check the system with a traveling model. The rep was unable to replicate the issue, even while using the same cables. A component of the superdimension system, a locatable guide cable was swapped as a precautionary measure.